Event description:
It was reported the patient experienced a loss of stimulation at their lead location. It was stated that x-rays and reprogramming had been completed at the time of report and it was indicated the ¿lead had slipped down two vertebral bodies.¿ it was noted the patient was scheduled for a revision on (B)(6) 2014. It was also noted the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is requested.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial#(B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient's revison occurred.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient still had poor coverage. It was noted that an unknown fall occurred before the initial at 1 week post-surgery. It was noted that the cause of the fall was due to the patient falling asleep and falling out of a chair. It was noted that no device was activated or programmed. It was noted that after the fall, the patient did not have a 50% or greater symptom reduction. It was noted that reprogramming was needed. It was noted that they were unable to cover the painful areas. It was noted that the testing in the or was excellent, but they had very poor coverage area at the time of the report. It was noted that an x-ray was performed and the impedances were tested and all were within normal limits. It was noted that this was performed on (B)(6) 2014. It was unknown how the patient was doing. It was noted that the patient was not receiving effective therapy. Additional information received reported that the physician chose to replace the stimulator to allow a full body MRI for the patient. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the ins determined no anomaly.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.